Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed wounds on back. The patient reported that the first wound was cleaned and treated with neosporin and healed. The second wound was treated with antibiotics from the physician and used a bandage. The patient reported that the wounds healed.